Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A test p-cap and reservoir were installed and did not lock in place due to the broken reservoir tube lip and missing retainer. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, and force sensor test however, unable to perform the displacement test and occlusion test due to the broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals there were seven (7) no delivery (insulin flow blocked) alarms, listed below: 05/18/2022 08:41:04 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 05/18/2022 10:50:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 05/18/2022 14:37:12 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 05/18/2022 14:38:27 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 05/18/2022 15:24:55 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 05/18/2022 18:58:50 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 05/18/2022 18:59:40 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The following were noted during the physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, faded and peeling end cap address label, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm complaint is unknown due to the reservoir not being able to lock into place properly caused by the missing retainer and broken reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.